Manufacturer narrative:
Investigation conclusion: the customer's complaint of discrepant results with tni was not replicated with in-house retain testing of triage cardiac lot t14376rn with an in-house calibrator. No issues with tni recovery were observed. Manufacturing batch records for the lot were reviewed and found that the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Discrepant low results with tni on cardiac vs tnt on roche cobas over 2 patients. Patient #1: 70 y.o. Male. Symptoms: chest pain. Diagnosis: mi.